Event description:
The patient came in one year after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 december 2021: lot 1903280: (B)(4) items manufactured and released on 18-jun-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.